Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient had onxace-25 sn (B)(4) implanted on (B)(6) 2018 with a possible explant on (B)(6) 2018.

Event description:
According to the initial report, patient had onxace-25 sn (B)(4) implanted on (B)(6) 2018 with a possible explant on (B)(6) 2018.

Manufacturer narrative:
Multiple attempts to obtain additional information were made with no response. The valve was not returned, therefore, a direct observation could not be made. A review of the available information was performed. The manufacturing records for the onxace-25, sn [serial number] (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. (B)(6) male patient implanted with onxace-25, sn (B)(4), in the aortic position on (B)(6) 2018 and required intervention explant on (B)(6) 2018 with subsequent replacement via additional onxace due to unknown reasons. Attempts to obtain additional information were not successful. There is not enough information to say what, if any, relationship this event has to the valve. Nevertheless, the instructions for use lists reoperation as potential complication following aortic valve replacement [IFU]; but as we have no subsequent information, there is inadequate evidence to attribute the cause of the event to the on-x valve. Reoperation is a known potential complication following aortic valve replacement surgery, but the cause necessitating the unspecified reoperation is not provided. No further action is required at this time without additional information. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.